Manufacturer narrative:
Analysis of the 8637-40 pump found no anomaly. Analysis of the 8709 catheter found acceptable testing, the catheter was incomplete and returned in segments. Interrogation of the device found it was used to infuse gablofen 2,000 mcg/ml at 96.1 mcg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving baclofen (concentration, dose and lot number unknown) via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history included mixed tone quadriplegic cerebral palsy/spastic quadriplegia, neuromuscular scoliosis, constipation and a history of pump pocket infections. The patient's concomitant medications were not reported. On (B)(6) 2016, the patient experienced pump pocket swelling and tenderness. They also experienced warmth of the incision site (front pocket). The hcp suspected an infection. Samples were taken from the pump pocket and cerebrospinal fluid (csf) and revealed coagulase-negative staphylococci. On (B)(6) 2016, the pump and catheter were explanted and not replaced. There was no patient injury. The cause of the infection was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.